Event description:
The dr mentioned that he had been experiencing weak suture strength during usage, but not during any one particular procedure. Therefore, no specific pt details or event dates are available. It was confirmed that this event did not result in any adverse pt consequences.